Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on the architect c8000 analyzer. The following data was provided (mg/dl): (B)(6) initial 3.3, repeats 3.2, 1.2, 1.2; (B)(6) initial 2.9, repeats 2.9, 1.3, 1.3. There was no impact to patient management reported.

Manufacturer narrative:
On (B)(6) 2018 additional discrepant data was provided with no impact to patient management. Sid (B)(4), initial 3.3, repeats 1.2, 1.0, 1.9 sid (B)(4), initial 2.9, repeat 1.3 . Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the probe wash pump and cuvette washer. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. A second suspect medical device was added. This same patient data and event was also reported under manufacturer report 1628664-2018-01601.